Manufacturer narrative:
No further info is presently available. Based on info cited in the article, attempts are being made to obtain details. Should additional info be made available, this report will be updated.

Event description:
While reviewing an article published in the journal of arthroplasty, it was noted that a pt presented with persistent anterior knee pain. The sunrise radiograph illustrated an oblique cut made on the patellar causing a symptomatic subluxation. At formal arthrotomy, the pt was cut again with a guide, a cemented all-polyethylene component was placed and lateral release was performed. His current knee scores are rated as excellent. Article: "midterm results of a porous tantalum monoblock tibia component" by anthony s. Unger, md and john p. Duggan, md. The journal of arthroplasty vol 00 no 0 2010.